Event description:
It was reported that the pump exhibited error message 41622. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal was intact but worn out, a scratched lcd lens, bubbled downstream occlusion sensor seal, worn upstream occlusion sensor seal, dented air detector, and contaminated chassis gaskets. The event history log found "system fault 41622" nine times, the alarm occurred after infusion/priming had started. To conduct functional testing a motor test was performed. Upon testing, the reported problem was duplicated, error code 41622 alarmed after the third rotation of the motor. The faulty optical cam sensor due to fluid ingression was determined to be the root cause. The optical cam sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.